Event description:
Edwards received information that a pericardial tear was identified near the completion of an apical transcatheter aortic valve replacement procedure. The physician felt this injury occurred possibly during the placement of a soft tissue retractor. Bleeding was observed after the apical sheath insertion site was sutured and site hemostasis was achieved. The physician assessed the area around the apical insertion site and found a 1-2cm pericardial tear on the right atrial side of the left anterior descending coronary artery (lad). A small incision was made about 2cm medially and two sutures reinforced with felt were placed to repair the tear. The physician stated the procedure did not involve the site of the tear so he felt the injury likely occurred during placement of the soft tissue retractor. The patient status was noted to be hemodynamically stable.

Manufacturer narrative:
Additional manufacturing narrative: the device was not returned to edwards for evaluation. Manufacturing records were unable to be reviewed as no lot number was available. A root cause is unable to be confirmed in this event. The device is specifically designed to secure the soft tissue during cardiac minimally invasive surgical procedures. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of the edward quality system and if action is required, appropriate investigation will be performed.